Event description:
It was reported by the patient that they where "feeling shocking sensations in" the area of the pacemaker implant. Follow-up with the physician's office determined that the pacemaker was working normally and that the current status is good. The device remains in use. There were no patient complications reported as a result of this event.

Event description:
It was reported by the patient that they where "feeling shocking sensations in" the area of the pacemaker implant. Follow-up with the physician's office determined that the pacemaker was working normally and that the current status is good. It was further reported that the patient has been to the emergency room three times because of these shocks. The patient was evaluated by the physician and the device function was normal. The symptoms of the chest pain, described as "an electric shock" at the pacemaker lead site were not reproducible and the cause is unclear. Patient will return for follow-up. The device was reprogrammed and remains in use, and the leads remain in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.